Event description:
It was reported that an unexpected reset occurred. Customer reloaded cartridge to resolve the issue. However, the pump shut off unexpectedly twice. Customer¿s blood glucose level was 108-144 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.